Event description:
Complained of right sided tingling, numbness, and chest pain; heart catheterization identified 95% - stenosis; deployed des to lad without documented problems. Dismissed on plavix 75 mg every day. Three days later after lifting developed retrosternal cp radiating to ue, ntg without improvement - admitted, new impression; "nstemi." The next day catheterlization revealed 100% occlusion of stent.